Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had power error detected alarm. The customer stated they were able to clear the alarm and rewind the insulin pump. Notification light stopped flashing immediately. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement and active current measurement tests; it failed sleep current measurement test. Not only that but multiple pump error 25 were noted during testing. After further review of the unit's interior, there was previous moisture presence and corrosion on some components located at the top back side as well as at the bottom back side.